Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to both cylinders ruptured. All components were removed and replaced with new ones. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to both cylinders ruptured. All components were removed and replaced with new ones. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir, cylinders and pump were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the reservoir. One of the cylinders had broken fabric threads and a bulging in the inner tubing with a hole. The other cylinder passed all testing. The pump did not pass the functional testing as it did not pass the inflation and activation tests based on the information available and analysis results, the bulging and hole identified in the cylinder could have caused or contributed to the reported clinical observation of hole/perforated. Also, the functional anomalies identified in the pump could affect the proper functionality of the device.